Event description:
Info received indicates the head and knee up functions do not work.

Manufacturer narrative:
The tech found the hydraulic valves were sticking. The tech cleaned the valves to repair the bed.